Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. The complaint device was received and inspected for the reported failure mode. The needle is jammed inside the shaft of the gun and about 4 cm of the distal portion of the needle is protruded through the jaws indicating that the needle was pulled out from the distal end of the gun. It appears that the flag on the needle that helps load and unload the needle onto the gun is missing. This failure can be attributed to mishandling of both the expressew gun and the needle. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one similar and eight dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: UDI was inadvertently missed in the initial report and has been updated as (B)(4); therefore, UDI: (B)(4). Device evaluation update: the complaint device was received and inspected for the reported failure mode. The complaint can be confirmed. The needle is jammed inside the shaft of the gun and the distal portion of the needle is protruded through the jaws indicating that the needle was pulled out from the distal end of the gun. It appears that the flag on the needle that helps load and unload the needle onto the gun is missing. When the needle is missing, it is difficult to remove the needle from the gun. However, it clear that the user attempted to remove the needle from the gun at the distal end which is not physically possible. Therefore, a root cause for the gun becoming jammed can be traced to user misuse. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No UDI# exists for the specified product code.

Event description:
It was reported rotator cuff repair: surgeon: (B)(6), (B)(6) hospital, (B)(6) 2017. Nurse loaded e111 needle (214141) into e11 gun as per surgical technique. Nurse states white tab snapped off & needle became lodged in gun. Needle is now stuck & unable to be removed. Another opened & used without incident. No delay to procedure. No ae to patient.